Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother stated that they had high blood glucose of 539 mg/dl at the time of incident. The customer's blood glucose was 302 mg/dl at the time of call. Troubleshooting was done for no delivery alarm. The insulin did exit during prime and the alarm did not recur. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.